Event description:
It was reported that the patient's system in was explanted. The reason for the explant is unknown. Explanted date is estimated.

Manufacturer narrative:
Date of event is estimated.Patient weight is unknown. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.